Event description:
Per the clinic, the patient experienced a performance decrement with the device. The device was explanted on (B)(6) 2024, and the patient was re-implanted with another cochlear device during the same surgery.

Manufacturer narrative:
This report is submitted on may 03, 2024.

Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached. This report is submitted on june 24, 2024.